Event description:
Per the clinic, the transmitting coil became hot to the touch with device use. The device was requested to be removed from service and returned to the manufacturer for analysis. A new coil was sent to the recipient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed january 14, 2014.